Manufacturer narrative:
Additional reporting on this event will be provided as a supplemental report to this document as soon as it becomes available.

Event description:
Instrument failure: impactor was attached to cup implant and impacted and dr. Was unable to remove cup from impactor.

Manufacturer narrative:
Manufacturer narrative: the reason for this complaint was reported due to the impactor was attached to the cup implant and impacted and the doctor was unable to revoke cup from impactor. Examination confirmed the complaint, the returned positioner shows the cup locked to the threaded tip. The reported condition could possibly be a result of the positioner being heavily used, damaging the threads, or the result of the impact. This event occurred during surgery, near the patient. There was another suitable device available, the incident did not cause a delay in surgery, surgery was completed as intended, there was no risk or adverse event reported, and the instrument was inspected prior to surgery and was found to be acceptable. A review of the device history record (DHR) revealed this instrument, when released for use, met design and manufacturing requirements. Complaint database review showed previous complaints, but there were no indications that this instrument has a design or material deficiency. To date, number of complaints against this lot no.: 3. Summary of complaints to date: 100 - functional 8; 102 - dull/worn 8; 110 - threads damaged/galled 39; 111 - weld 1; 114 - instrument damaged the implant 3; 302 - bent 3; 303 broke / cracked /damaged 125; 403 - hardware missing/lost 1; 801 - device cracked/broke 1; 901 - other 1; 904 - end of life 3; (blank) 88. This event is attributable to damage incurred from prolonged use and through misuse or rough handling which surgical instruments are subjected to. Surgical instruments condition can be determined while being used for their intended purpose. This is not an event associated with a product failure, malfunction, or issue. Instruments due to normal wear and tear does not indicate a product deficiency, failure, or issue. No further action is deemed necessary at this time.